Event description:
It was reported that the implantable cardioverter defibrillator exhibited incorrect measurements. It was noted that the programming was unable to acquire morphology. No intervention was performed. The patient was in stable condition.